Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
(B)(6) is the husband of the enduser and the release lever was jammed and broke on a transport chair.